Event description:
Baxter china reports a transfer set with a fluid leak. The leak was noted in the clamp area of the set, with the clamp in the closed position. The transfer set had been used for 3 days. The pt received a transfer set change. No pt injury or medical intervention reported.